Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that the customer experienced high blood glucose u to 600 mg/dl and the insulin pump was alarming no delivery. Mother stated that the no delivery alarms started on 12/11/2015 and blood glucose at the time was 246 mg/dl. Blood glucose level started increasing during that weekend and the night prior to calling was at 600 mg/dl and then 427 mg/dl the afternoon of the call. The customer was able to prime during troubleshooting. The customer removed the infusion set and stated the cannula was straight. It was advised the alarm might have been caused by a site occlusion. It was advised to change the entire infusion set. The insulin pump was not replaced.